Manufacturer narrative:
(B)(4). The customer reported that the device cannot power up on battery power only. No patient involvement was reported. The device was evaluated by a philips third party field service engineer who determined that the battery needed to be replaced. Replacing the battery resolved the issue.

Event description:
The customer reported that the device cannot power up on battery power only. No patient involvement was reported.